Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that their recharger (insr) was not working very well mostly because the wires had cracked. The patient (pt) described the issue has been going on for quite a while and are having to use electrical tape to tape them back up. Pt stated they continued to use them for over a year since then. Pt said that it has been constantly taking longer to recharge and within the last month or so the desktop charger (dtc) power transformer box and recharging antenna have been overheating multiple times when trying to recharge that they were getting overheating messages. Patient services (pss) reviewed recharger (insr) antenna replacement instructions with the pt. Pt stated that the dtc would overheat like crazy and that they almost burned their hand on it as they had picked it up and had to drop it right away. Pt stated that the dtc cord was not frayed or cracked, but that they didn't think that the dtc was safe to use. Pt noted that they recharge their ins on sunday nights.

Manufacturer narrative:
Continuation of d10: product ID 37761. Serial#: (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). H3: analysis of the device, model # 37761, s/n: (B)(6) revealed connector pins broken. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.